Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the site. The fse found the needle was misaligned on the rotary cap pierce module (rcp). The fse reseated the needle and the instrument was able to run without leaks. The fse also replaced the triode in the rf preamp card to resolve the high latron conductivity. Repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from a coulter hmx hematology analyzer with autoloader. The volume of the leak was approximately 2 ml and was not contained within the instrument. In addition, the instrument latron conductivity coefficient of variation (cv) was high at the time of the event. The instrument operator was wearing gloves, goggles, and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.